Manufacturer narrative:
E1-reporter facility name:(B)(6). E1-reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer tried to replace the cassette, a no-cassette alarm occurred even though the cassette was installed. This occurred during patient use at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device, visual inspection: the sample was visually inspected at a distance of 12" to 16" under normal conditions illumination results: on the sample unit, the clip was missing. Functional testing: the sample was filled with 100 ml of colored water using a syringe to detect any occlusion. Results: due to missed clip, the pump had no work. Conclusion: according to sample received, the failure mode "not working" was confirmed in the device received.